Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One r2p was returned for product evaluation. The returned sample included the sheath and dilator. The sample was subjected to visual analysis. The dilator was inserted into the sheath but the snap lock was not engaged. The breakage on the sheath was located 9.4 cm from the sheath hub. The coil starts unraveling 9.2cm from the sheath hub. The distance between the two pieces held together by the coil was 2.3cm. Coil starts to unravel on tip portion 0.6cm from the breakage point. Very little elongation was seen at the breakage points. No kinks or other signs of mechanical damage seen along the shaft. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is pulling the sheath while it resistance is being faced. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that upon removal of the destination slender sheath with the dilator in the sheath over an .018 guidewire (gwa) the outer coils began to sheer near the proximal portion of the sheath. The sheath had been used for the duration of the case (approximately 1 hour) with no complications when inserted or during the case. The sheath was able to be completely removed with no complications to the patient (pt), and a tr band was placed. The patient was not affected. The procedure outcome was as expected, no effect. Additional information was received on 06 apr 2022: the specific patient procedure being performed when the issue occurred was a radial to peripheral fem pop bypass angioplasty. There was proper patent hemostasis post procedure with tr band. The vessel was not occluded by any part of the device left behind. It appeared that it slid down the sheath not off the sheath (more of an according). There was no calcification or tortuosity visualized via ultrasound (us) or imaging in the patient (pt). Additional information was received on 28 apr 2022: the physician stated they believed that upon removal that a spasm may have occurred. There were no issues re-inserting the dilator into the sheath.